Manufacturer narrative:
A philips remote service engineer (rse) spoke to the customer biomedical engineer (biomed) and who confirmed there was no sound. It was determined that the speaker would need to be replaced. Based on the information available and the testing conducted, the cause of the reported problem was a faulty speaker. The device was operational after repairs were completed. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened. Box e: reporting institution phone #: (B)(6).

Event description:
Philips received a complaint on the intellivue multi measurement server x2 indicating that the speaker was not working anymore; there was no inoperative error messages and there was no sound. The device was not in clinical use at the time the issue was discovered; the issue was discovered during preventive maintenance. No adverse event or harm was reported.